Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, error e210 was displayed due to a defective circuit board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit exhibited communication error e216. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating the reported issue occurred during inspection before use. Subsequently, the intended procedure was completed with a similar device, with no delay. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue could not be reproduced, and the root cause could not be identified. Olympus will continue to monitor the field performance of this device.